Event description:
A customer reported experiencing a cartridge alarm 20 during the pumping process. The issue resulted in the blood glucose value displayed as "high," though the specific value was unknown. The customer addressed the high blood glucose by administering a correction bolus via the pump without third-party assistance. Since consecutive cartridge alarms had been reported, the technical support team decided to replace the pump. The customer was advised to continue using the current pump and was provided with instructions on how to store it before returning. A replacement pump was sent, and the customer was to return the problematic pump within 10 days.